Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report number: 2032227-2014-02340.

Event description:
Customer stated that she was in a car accident. Her last blood glucose level was 68 mg/dl and she treated it by eating. The customer would not provide anymore details about the events that lead up to the car accident. Nothing further reported.